Manufacturer narrative:
(B)(4).the device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. The cause was reported to be that the supply bag disconnected without falling. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a homechoice device experienced a system error 2240 (air in line/set) alarm. The patient was connected to the device at the time of the alarm. This occurred during the last fill phase of peritoneal dialysis therapy. During troubleshooting, it was noted that the patient's final bag disconnected from the final line of the cassette during therapy. The technical service representative assisted the patient with ending therapy. It was not reported if the patient completed therapy. There was no patient injury or medical intervention associated with this event. No additional information is available.